Event description:
Patient undergoing upper gi endoscopy for peg tube placement due to dysphagia. While prepping the endovive safety peg tube for placement, the clamp broke off and shot across the room. The clamp did not make contact with the patient or staff, no harm. Gi doctor completed the procedure with a 20 fr peg, without further incident.